Event description:
Healthcare professional reported, deflation. This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to device information: mcghan 360cc. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation /use error: observed, one opening assessed, as surgical damage. And observed, delamination diaphragm valve assessed, as adhesive failure. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/23/2024.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported damage caused during explant surgery as "15 blade to the edge of the implant". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted.